Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient was at school this morning when the school called an ambulance as patient was unresponsive with a blood glucose (bg) of 470 mg/dl. Patient was transported to the emergency room. Reporter is calling from the hospital to review the pump. Patient is not alert and not able to communicate at this time. Bg at time of call is 270 mg/dl and patient is on IV insulin and insulin pump. Customer support (cs) review of pump found the time and date to be incorrect: the a.m. And p.m. Are reversed and the date reads (B)(6) 2014. Cs assisted reporter in correcting the time and date and the pump was resumed on (B)(6) 2014. Review of pump history shows patient suspended the pump on (B)(6) 2014, at 4:44pm and then primed afterwards. The reporter states the patient performs all battery changes and site/set/cartridge changes, and will ask patient to contact animas to complete troubleshooting once they are feeling better. This complaint is being reported because the patient experienced hyperglycemia and because the pump may have contributed to the incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2014 @ 6:31pm. Tdd add up and equal the basal target. Black box shows 2hr unacknowledged warning followed by manual time change on (B)(6) 2014 from 11:35pm to 11:35am. The pump reflected 24u after a 24hr on 1u/hr duration test, and it passed a delivery accuracy test. The pump gave the correct audible and visible warning at the correct threshold. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #2 (B)(6) 2014 device evaluation continued. A time keeping accuracy test was also performed on the pump and the pump was confirmed to be keeping time accurately. There were no time or date issues found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.